Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that a stent was found constricted after implantation, which appears to be fractured. A balloon was used to expand the stent but the balloon could not go through the stent. So the balloon was removed and the procedure was closed. No pt injury reported.